Event description:
It was reported that the device was getting hot during use. There were no reports of delay or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the investigation is completed.